Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was crack at the interface of the lower end of suture wing and the lumen. Blood leakage occurred. Then the surgeon pulled the catheter out and inserted a new catheter for the pt.

Manufacturer narrative:
The product sample was not returned and no photos were received. All the possible causes were identified. The DHR was reviewed and no deviations related to this failure mode were found. There are not ncrs related to the reported issue. Product sample was not returned and no photos were received. More information was requested to the customer and no additional evidence was provided for this analysis. This complaint will be reopened if the product sample is returned. This defect has not been confirmed. The product sample was not returned to the manufacturing site for review. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to over bending, excessive force, etc.). However without the sample, this cannot be confirmed. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.